Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received compromised force sensor system alarm. Customer's blood glucose level was 178mg/dl. Customer mentioned that the drive support cap was normal. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit alarmed compromised forced sensor during prime test at 4 pounds due to faulty force sensor resistor unable to complete testing due to compromised forced sensor alarm. Unit received with minor scratched lcd window, stained resilient lcd resilient cover, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.